Manufacturer narrative:
Other relevant device(s) are: product ID: bi31000146, serial/lot #: (B)(4); product ID: bi31000118, serial/lot #: (B)(4). The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. The h-vltg tank was returned to the manufacture for evaluation. After testing it was found that there was a small filament primary coil (pins h and g of j1) that were open. An electrical failure was observed. The controller was returned to the manufacture for evaluation. After testing it was found that there was no failure found. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cranial resection. It was reported that the system would not boot. The pendent on the image acquisition system (ias) stopped at the initializing stage. It was confirmed the system was not in estop mode and the dongle was fully seeded. The manufacturer representative tried several different boot sequences with no improvement. The procedure was aborted and rescheduled for a later date. Additional information was received stating that the patient was not under anesthesia, but was pinned in a stereotactic frame. It was also reported that the surgery was rescheduled. There was no incision made to the patient. Additional information was received stating that the rescheduled procedure was completed successfully.